Event description:
Reporter indicated that an end of service message was obtained when a patient's device was interrogated. Review of clinic notes received from the physician's office revealed that the patient has recently begun to experience an increase in seizures. The seizures are becoming less predictable with some turning into prolonged clusters or even status while some remain isolated. The patient's AED levels were checked and found to be in the mid to upper therapeutic range. The patient's programming history was reviewed and a battery life calculation performed indicates that the device may be at end of service. The current recommendation of the physician is to have the patient undergo generator revision surgery to address this issue.